Manufacturer narrative:
(B)(4). Evaluation summary:the product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. The cause of the iipv was determined to be: insufficient drain, use error: tidal ultrafiltration removal set too low (0ml). Labeling review found labeling to be sufficient for the use error identified in this report. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 5403ml. The largest prescribed fill volume was 3000ml, this meets iipv criteria. Product surveillance contacted the patient's nurse on (B)(6) 2010. According to the nurse she was not aware of this event as the patient never reported any symptoms of overfill or excessive drain volumes. The nurse stated that the patient resumed therapy. Product surveillance advised the nurse of the probable cause. There was no patient injury or medical intervention associated with this event.